Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:: 20may19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported safety test issue. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
MFR received date: 26 sept 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer reported that while switching the analyzer to reverse polarity, the unit began a non-descript audible and visual alarm. The customer power cycled to operational mode and the unit appeared fully functional. The customer reverted to the diagnostic screen and repeated the test, this time successfully. Multiple attempts were made to follow up with the customer in case the issue repeated, but to date the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.